Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-00874. This report is being submitted as additional information. The referenced report of distal end percutaneous lead (driveline) replacement is covered under medwatch MFR report #2916596-2018-00660. Approximate age of device ¿ 5 years and 11 months. Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned for evaluation. The reported low speed and low flow alarms and pump stoppage events were confirmed via the submitted log file data; however, a specific cause for the events cannot be conclusively determined. The submitted log file contained approximately 4 days of data, spanning from (B)(6) 2018, and captured multiple low speed/flow alarms and pump stoppage events while the system was supported with batteries. The hm ii lvas IFU and patient handbook contain information on caring for the percutaneous lead. All hm ii lvad percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that log files were submitted post distal end percutaneous lead (driveline) replacement. Log file analysis completed by the manufacturer¿s technical services representative revealed 3 pump stoppages, 19 low speed operations, and 4 low speed advisories taking place on (B)(6) 2018. These events took place while the patient was connected to battery power. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.